Event description:
During gamma3 surgery, it was found that the part which the wire of the one shot guide is embedded was distorted. The surgery was performed without the device.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation conclusion: referring to the manufacturing documents no deviations were found. The device was documented as faultless prior to distribution and as it had been in use for approx. 6 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. As the function of the osd was proved and established after manufacturing, we exclude a manufacturing error. Considering the fact, that the osd is intended for targeting purposes, we have to assume, that twisting of the targeting head did not occur during operation. Plastic deformation of the targeting device most likely has occurred under load in conjunction with high temperature. This may have happened during the sterilisation procedure when most likely other articles have been stored onto the osd and/or the osd was clamped between other instruments (pre stress on the device). Beside this internal test report (B)(4) (load, function, sterilization und washing test) informs that under certain circumstances deformation of the targeting head might be possible due to the own weight of the device during the sterilization process.

Event description:
During gamma3 surgery, it was found that the part which the wire of the one shot guide is embedded was distorted. The surgery was performed without the device.